Manufacturer narrative:
9/1/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.